Event description:
It was reported that the #7 key on a pump keypad is "stuck". No pt injury was reported.

Manufacturer narrative:
MFR's ref no. (B)(4). The device was received and evaluated by baxter. The eval was unable to confirm any keypad response anomaly. The keypad was examined and no malfunction was identified. The pump was tested for 48 hours and performed as expected. During the device eval, the keypad was delaminated and was replaced.